Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced occluded, failed battery test, rewind anomaly, no delivery/occlusion alarm. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-387a, mmt-1780kl. Troubleshooting was performed. Battery failed alarm customer reported receiving a battery failed alarm. Customer reported insulin flow blocked alarm. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the insulin pump. Mmt-332a was requested and customer response was the device will be returned. No product return is required for mmt-387a. No product return is required for mmt-1780kl.

Manufacturer narrative:
Unit passed the self-test, sleep current measurement, active current measurement. Unit successfully downloaded to thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed batt test alarms or motor anomaly noted during testing. However, confirmed the pump alarmed insulin flow blocked alarm two times on (B)(6) 2024 between 10:32:40.000 to 12:40:46.000 in the history files. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly. However, moisture damage noted to motor assemblies during visual inspection. The p-cap/reservoir does lock properly. The following were noted during visual inspection: scratched case, pillowing keypad overlay, faded serial number label, corroded battery tube, corroded motor home switch. Pump passed required test and no failed batt test, motor anomaly or insulin flow blocked alarms noted during test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit successfully downloaded to thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed batt test alarms or motor rewind anomaly noted during testing. However, confirmed the pump alarmed insulin flow blocked alarm two times on (B)(6) 2024 between 10:32:40.000 to 12:40:46.000 in the history files. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly. However, moisture damage noted to motor assemblies during visual inspection. The p-cap/reservoir does lock properly. The following were noted during visual inspection: scratched case, pillowing keypad overlay, faded serial number label, corroded battery tube, corroded motor home switch. Pump passed required test and no failed batt test, motor rewind anomaly or insulin flow blocked alarms noted during test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.